Event description:
Pt underwent eswl for a 14 mm right renal calculi. The pt received a total of 2500 shocks. The treatment was uneventful and pt experienced reddening on their right flank post eswl. Pt subsequently required a right nephrectomy.